Event description:
Per hosp rep, a peg was placed in the pt. The bolster was placed and then the retaining ring was placed adjacent to the bolster. 24 hrs after placement, the initial feeding was given. The dome had migrated into the pt's peritoneum and the pt developed an abscess. Per hosp rep, the pt was elderly and was fed with gastric protein previous to placement of the peg. The peg was removed, the pt was treated with antibiotics and has been released from the hosp.